Event description:
Additional information received 18sep2024: the patient has a re-entry tear in the distal end of the zta, into a false lumen. The lsa (left subclavian artery) was partially covered by the graft fabric and was revascularized. At 6-months it is reported: no progression of dissection. Thoracic false lumen not present.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: the patient was emergently treated for aortic dissection. There was difficulty with access to the target lesion. At the end of the procedure, the abdominal false lumen had continued flow, component separation and type 1b endoleak were noted. At subsequent visits, abdominal false lumen flow was not present, and then present again, and thrombus to the zta and retrograde progression of dissection were noted. Type 1b endoleak was entered as an adverse event (ae) which led to the patient¿s death. On an as yet unknown date in 2019 (procedure form has not been completed), the patient was emergently treated for hyper acute thoracic dissection type b with placement of 1 zta-p device and 2 non-cook stents. Access of the target lesion and deployment of the zta device was not successful, with explanation ¿due to malformation, the device could not reach target site, from femoral artery. However, from subclavian artery it was possible.¿ at the end of the procedure the abdominal false lumen was partially thrombosed with source of false lumen flow unknown. A type 1b (distal) endoleak and component separation device issue was noted. At the 1-month follow-up visit, an ae is noted to have occurred since the procedure but has not yet been entered in the study database. Abdominal false lumen was not present on imaging. Evidence of thrombus in the zta was noted. Device issue was noted, stating type 1b endoleak. At the 6-month follow up visit, retrograde progression of dissection was noted and the abdominal false lumen was partially thrombosed with source of false lumen flow unknown. Evidence of thrombus in the zta, device issue, and type 1b endoleak persisted. The 12-month follow-up visit showed no change to the imaging findings. An adverse event was entered for endoleak, type 1b (distal) with onset date (B)(6) 2020 (the same date as the 12-month follow-up visit). This was queried since the endoleak was noted at each visit, including at the end of the procedure. No treatment was noted. The event was considered related to the study device and due to a device deficiency, noting ¿faulty seal.¿ the event led to the patient¿s death.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 85-year-old male patient was emergently treated with a tevar (thoracic endovascular aortic repair) for a hyperacute (< 24 hours) type b thoracic dissection on (B)(6) 2019. The primary location of dissection was zone 2 and distal location left common iliac with false lumen present in both the descending thoracic aorta and the abdominal aorta. The patient reportedly had an unknown secondary tear. Pre-medical conditions were entered as secondary hyperparathyroidism, chronic kidney disease, stage 1 and aortic dissection type b. The procedure was performed with a zta-p-38-217 and two non-cook stents. It was reported that the zta-p-38-217 could not be advanced through the femoral artery due to the angulation in the aorta (pr453574). The zta device was instead inserted through the subclavian artery. The zta-p-38-217 was placed in zone 2, partially covering the left subclavian artery. The two stents were placed distal to the zta-p-38-217. Procedural angiography shows that the thoracic false lumen is not present, and the abdominal false lumen was partially thrombosed. The source of the false lumen flow was unknown. Furthermore, it was described that a type 1b endoleak was present (this complaint), however, no intervention was performed. The endoleak is reported to be present at 1-month follow-up, 6-month follow-up and 12-month follow-up. The patient dies 20mar2021, reportedly due to the 1b endoleak and subsequent progression of the dissection. The endoleak was reportedly due to faulty seal. Further inquiries regarding the blood flow and position of the type 1b endoleak were answered with a description of a re-entry tear in the distal end of the zta into a false lumen, why it is assumed that the endoleak refers to a re-entry tear. Furthermore, mural thrombus is described in 1-month follow-up, 6-month follow-up and 12-month follow-up, this event will be handled in (B)(4) (FDA ref# 3002808486-2024-00178). Per the instructions for use adequate iliac or femoral access is required to introduce the device into the vasculature. Furthermore, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Based on the information provided the patient had a zta-p-38-217 inserted through the subclavian artery. To assist with alignment, the proximal component has an uncovered stent. For added fixation and sealing, the proximal component has an internal sealing stent with fixation barbs that protrude through the graft material. Since the zta-p-38-217 was inserted through the subclavian artery this must have led to the device being implanted with uncovered stent and barbs in the most distal part of the aorta, instead of the intended proximal part. Furthermore, the patient is treated for a dissection which is outside of the intended use for the device. It is assessed that the dissection is the primary contributor to the described re-entry tear with subsequent disease progression and patient death. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 85-year-old male patient was emergently treated with a tevar (thoracic endovascular aortic repair) for a hyperacute (< 24 hours) type b thoracic dissection on (B)(6) 2019. The primary location of dissection was zone 2 and distal location left common iliac with false lumen present in both the descending thoracic aorta and the abdominal aorta. The patient reportedly had an unknown secondary tear. Pre-medical conditions were entered as secondary hyperparathyroidism, chronic kidney disease, stage 1 and aortic dissection type b. The procedure was performed with a zta-p-38-217 and two non-cook stents. It was reported that the zta-p-38-217 could not be advanced through the femoral artery due to the angulation in the aorta (related complaint). The zta device was instead inserted through the subclavian artery. The zta-p-38-217 was placed in zone 2, partially covering the left subclavian artery. The two stents were placed distal to the zta-p-38-217. Procedural angiography shows that the thoracic false lumen is not present, and the abdominal false lumen was partially thrombosed. The source of the false lumen flow was unknown. An adverse event form was filled out reporting a type 1b endoleak with onset date 23feb2019. Further inquiries regarding the blood flow and position of the type 1b endoleak were answered with a description of a re-entry tear in the distal end of the zta into a false lumen, why it is assumed that the endoleak refers to a re-entry tear. In the form it is noted that there was no relation to the study device and the endoleak/re-entry tear was due to the patient's heart failure. No treatment of the endoleak was reported and the patient died on (B)(6) 2021 due to heart failure. Furthermore, mural thrombus is described in 1-month follow-up, 6-month follow-up and 12-month follow-up, this event will be handled in a related complaint. Per the instructions for use the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Based on the information the patient is treated for a dissection which is outside of the intended use for the device, and it is assessed that the dissection is the primary contributor to the described re-entry tear with subsequent disease progression and patient death. Additionally, the zta-p-38-217 was inserted through the subclavian artery and this must have led to the device being implanted with uncovered stent and barbs in the most distal part of the aorta, instead of the intended proximal part, which also could have contributed to the event. Nothing indicates device issue. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 14apr2025: procedure device assessment data updated to reflect no evidence of device issue; 1-month, 6-month, & 12-month device issue updated from endoleak to ¿kinking of left iliacal stent,¿ adding it was an ¿other¿ device, specifically ¿wallstent 2x 16-60 en 1x 14-60¿; 12-month device issue updated to reflect it did not lead to an adverse event; ae #1 updated to reflect the event was not related to the study device and related to heart failure, though the additional info still says ¿1b endoleak, resulting in growth distal aorta¿.